Event description:
Per the audiologist, in 2006, the patient complained of unusual sound and then no sound from the cochlear implant system. Exchanging external equipment did not resolve the problem. The results of an integrity test done at approx one month later were consistent with normal receiver stimulator function and several short-circuit electrodes. These results are not consistent with the patient's report of no sound. Reprogramming of the sound process with test electrodes deactivated was recommended. The patient and surgeon decided that the device would be explanted. The patient's device was explanted, and he was reimplanted with a new device during the same surgery. The explanted device was not returned to the manufacturer for analysis. The patient is successfully using the new implant.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.